Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product used is unknown and therefore the 510(k) entry field is left blank. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of diarrhea and bacterial peritonitis with culture positive for escherichia coli (e. Coli). On an unreported date, the patient developed diarrhea and was diagnosed with peritonitis. The cause of the peritonitis was diarrhea. On an unknown date, the dianeal therapy was discontinued and the patient was transferred to hemodialysis. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy. No statement of causality was reported for the diarrhea.